Manufacturer narrative:
The concerto coil was received and evaluation of the device was completed. As received, the implant coil was found to be detached and missing. The pushwire was found broken into two segments, but not retained together by the release wire as it was found to be pulled out. The proximal pushwire segment the tack weld replacement (twr) crimps were found intact. The distal pushwire segment was found intact distal to the break indicator at the manual detachment location (via hypotube) within the introducer sheath. The pushwire was found bent at several locations from the proximal end within the introducer sheath. All other subassemblies appeared to be normal and no other anomalies were observed. As the coil was received in a contradictory condition to the original report, follow up was conducted to confirm the location of the coil and if it detached. Information received confirmed that the coil was observed to be detached after removing from the catheter. We were unable to determine the cause of detachment of the implant coil. It is possible the implant coil detached due to the release wire pulled out with the coin pulled back from the lumen stop. It is possible that implant coil lost during shipping back to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment, the coil felt resistance at the proximal part of the catheter and became bent during the procedure. The devices were used per the IFU. The coil was replaced with a new device and the procedure was completed. No patient¿s complications were reported. The device was returned to the manufacturer for evaluation and was found to be detached and missing from the pushwire. Follow up was conducted based upon the condition of the returned device and the site confirmed that after the coil was removed from the catheter, the coil was detached from the pushwire.